Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 1 on the homechoice machine(hc). The home patient(hp) stated she already ended therapy and started over with new supplies. The technical service representative(tsr) advised the hp to notify her nurse of the alarm. The hp was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause was undetermined.